Event description:
Caller reports the plastic on the front edge of the base looks melted while using the inform system. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.